Manufacturer narrative:
Event date information unavailable at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of dystonia and movement disorders. It was reported the patient's previous ins battery lasted only 18 months and the healthcare professional told her that battery should have lasted 5 years. The patient said she guessed the implant battery was working a little harder than they thought it would because of her settings. The patient had a rechargeable ins put in. No symptoms or complications were reported or anticipated.